Event description:
The customer reported that during a polypectomy while utilizing a conmed optimizer polypectomy snare, the device allegedly had no cautery effect when the esu was activated. The surgeon tried to get the snare off of the polyp, but was unsuccessful and therefore elected to cut the wire at the distal portion of the device to get the endoscope removed from the patient. The endoscope was reintroduced and a second snare was used to remove the large polyp as well as the snare wire that was cut from the device and to complete the procedure. Reportedly, the patient required surgical clips to be placed over the polypectomy site to achieve hemostasis. The patient was admitted overnight for observation due to the events that occurred during the procedure. Despite multiple attempts, additional follow-up questions regarding the outcomes of the overnight observation period remained unanswered and this also included the patient's demographic information (i.e. Age, sex, and weight). To date, there has been no additional information received regarding the patient's latest condition or indication that any long term adverse effect has occurred.

Manufacturer narrative:
This supplemental report contains additional information not provided in the original medwatch. The corrections were identified during an internal retrospective review of medwatch reports filed for complaints received by conmed between 01/01/2015 and 02/15/2017. This review was performed in accordance with a pre-approved protocol, conmed document #(B)(4), which defined a process for performing and documenting reviews of previously submitted medwatch reports for accuracy and completeness. (Patient information): additional information added.

Manufacturer narrative:
One (1) "used/damaged" large snare was returned to conmed for evaluation on 18-may-2015. Visual inspection found only the handle and approximately 30cm of the device cable vestige was returned. The remaining 200cm of cable, snare loop, and sheath were not returned. The handle was exercised and found to move freely with no obvious issues. Also returned was a "used" surefit, conmed, dispersive electrode in poor condition. The gel of the dispersive electrode had adhered to the snare paper label during product return and the gel had dried considerably during handling and transit leaving the gel portion of the device untestable. Electrical continuity tests were performed on both partially returned snare and the dispersive electrode from the plug receptacle to the foil/staple connections and was found in compliance with manufacturing specifications and both of the tests indicated electrical continuity. However, the electrical continuity of the snare portion of the device and the complete functional testing could not be performed as the sheath and cable from the distal cable/loop segment were not returned. In this instance, the devices were received in such poor/damaged condition that made analysis into the root cause of the alleged failure impossible. This lot of optimizer polypectomy snares was manufactured on 13-jun-2014. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported failure to transmit the cautery effect from the esu and/or being difficult to remove from polyp. Also, of the lot containing (B)(4) units, there were no similar complaints received for this item and lot number combination. A two (2)-year review of the complaint history for this device shows this as an isolated event for this product family regarding complaints for "snare got caught/failure to cut". (B)(4). At this time, there is no reason to believe that anything associated with our manufacturing process caused or contributed to the reported complaint. The conmed optimizer polypectomy snare is a sterile single patient use, one piece, and disposable device consisting of a proximal handle, outer sheath, internal drive wire, and distal wire loop. The device is indicated to be used in conjunction with an electrosurgical generator for endoscopic resection of a polypoid lesion. To ensure proper function of the optimizer polypectomy snares and to reduce the risk of patient injury, the IFU, instructions for use, provides the following warnings and precautions. Warnings: - this device is intended for single patient use only. The product and the packaging have not been designed or tested for reuse. The ability to effectively clean and re-stereilize this single use device and subsequent reuse may adversely affect the clinical performance, safety and /or sterility of the device. - do not pretest the snare with electrocautery outside of the patient. This could cause overheating of the snare and cause it to fray or break during the procedure resulting in a potential burn to the patient. - to help prevent inadvertent injury or perforation of internal organs and body structure, polypectomy should always be performed under direct endoscopic vision. - the electrosurgical generator should be placed in the off position prior to advancing or removing the snare through the endoscope to avoid injury to the patient or equipment that results from improper electrical grounding. Ensure that the patient is grounded prior to use of the monopolar electrosurgical generator and polypectomy snare to avoid patient injury. - the safe use of monopolar electrocautery during endoscopic polypectomy requires proper use of an electrosurgical grounding pad. Following the instructions provided by the manufacture of the electrosurgical unit and the patient grounding pad to prevent unnecessary risk to the operator, assistants and patients. Any break in insulation or patient grounding may result in injury. The operator and assistants should wear protective gloves to prevent accidental burns. - perforation of the bowel may occur during polypectomy, especially when a deep portion of the wall is caught in the snare. It is also possible to transmit current from the snare wire through the submucosa to the serosa of the colon. Full-thickness necrosis may result, with subsequent perforation. - no modification of this device is allowed. - the use and proper placement of a patient neutral (dispersive) electrode is a key element in safe and effective electrosurgery. Follow manufacturer's directions and recommended practices for the preparation, placement, use, surveillance and removal of the patient neutral (dispersive) electrode. - when electrosurgical instruments and accessories from different manufacturers are employed together in a procedure, verify compatibility prior to initiation of the procedure and ensure that electrical insulation is not compromised. - use only with electrosurgical units that comply with iec 60601-1 standards. Do not exceed the maximum electrical capacity of the device. Precautions: - electrocautery unit settings are based on electrocautery unit performance, polyp size and physician preference. - use of electrocautery can disrupt a pacemaker or monitoring equipment such as ECG, pulse oximeter, etc., as well as photo exposure circuitry in video endoscopes. - snares should only be used by or under the supervision of physicians thoroughly trained in endoscopic polypectomy and electrosurgical generator set-up and operation. Snares require endoscope with a minimum working channel of 2.8 mm. - snares are supplied sterile. If package is opened or damaged, do not use or resterilize the device. - it is very important that the end user consult current and accepted medical literature on recommended monopolar settings and techniques.